Event description:
It was reported the patient underwent an implant of an intraocular lens (iol) resulting in hazy, cloudy vision. Original date of implant was (B)(6), 2008. The patient has been experiencing hazy, cloudy vision. In addition, it was reported that the patient's right eye has been pseudophakic since (B)(6), 2008 with a similar lens with out any symptoms. Patient has a history of myopia. Physical exam concluded a cloudy lens in the posterior half of the left optic. No other complications were reported at this time. The lens remains implanted.

Manufacturer narrative:
Reported with hazy vision in left eye on (B)(6), 2012 noticed since a month''.(B)(4).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information from the physician indicated that the patient''s vision is the same; however, the patient feels their vision is worse.the manufacturing record review showed that the production order was manufactured according to specifications. (B)(4): placeholder.